Manufacturer narrative:
Review of the mfg & sterilization records verified that the lot met release requirements.

Event description:
The gore propaten vascular graft was implanted (B)(6) 2011 on the right side (ax-fem). During re-do surgery on (B)(6) 2012, the physician reported the graft was infected, noting purulent drainage in the graft, and white-ish areas around the graft. The graft was removed and the pt treated with anti-biotics.